Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (sicd) identified noise. The patient has a history of undersensing and underwent an exercise screening of the vectors. Primary and alternate vectors passed capture testing at rest; however, secondary vector did not pass. Vectors tested during exercise at 1x and 2x gain. Primary vector at 2x gain deemed most sufficient during peak exercise; however, there were still some missed beats noted. The health care professional requested data review and programming recommendations. The system remains implanted at this time and no adverse patient effects were reported. It was reported that review of stored episodes identified an atrial fibrillation (af) event with noise observed which was most likely myopotential noise/artifact and not necessarily a compromised conductor. Additional af events showed variability in r-wave amplitudes which can result in undersensing. The exercise data was not included for review; however, a past exercise test showed marked changes in r wave morphology at elevated rates. The consultant stated that given the observed variability in amplitudes, occasional undersensed beats would not be unexpected and would be normal operation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (sicd) identified noise. The patient has a history of undersensing and underwent an exercise screening of the vectors. Primary and alternate vectors passed capture testing at rest; however, secondary vector did not pass. Vectors tested during exercise at 1x and 2x gain. Primary vector at 2x gain deemed most sufficient during peak exercise; however, there were still some missed beats noted. The health care professional requested data review and programming recommendations. The system remains implanted at this time and no adverse patient effects were reported. It was reported that review of stored episodes identified an atrial fibrillation (af) event with noise observed which was most likely myopotential noise/artifact and not necessarily a compromised conductor. Additional af events showed variability in r-wave amplitudes which can result in undersensing. The exercise data was not included for review; however, a past exercise test showed marked changes in r wave morphology at elevated rates. The consultant stated that given the observed variability in amplitudes, occasional undersensed beats would not be unexpected and would be normal operation. This supplemental report is being submitted to provide updating coding.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (sicd) identified noise. The patient has a history of undersensing and underwent an exercise screening of the vectors. Primary and alternate vectors passed capture testing at rest; however, secondary vector did not pass. Vectors tested during exercise at 1x and 2x gain. Primary vector at 2x gain deemed most sufficient during peak exercise; however, there were still some missed beats noted. The health care professional requested data review and programming recommendations. The system remains implanted at this time and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.